Manufacturer narrative:
This follow-up report is to correct information that was reported in error on a previous medwatch. It is noted that the reason for revision on september 24, 2013 was a bent compression plate and pain and was not due to the patient falling as was previously reported. The cause of the plate bending remains unknown.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: ¿bending or fracture of the implant¿ and ¿pain, discomfort, or abnormal sensation due to the presence of the device¿.

Event description:
It was reported that the patient underwent a bilateral total hip arthroplasties in 2000. Subsequently, patient underwent a left hip open reduction and internal fixation procedure on (B)(6) 2013 due to a component fracture after a patient fall. A plate and cables were implanted. Patient underwent a left hip revision procedure on (B)(6) 2013 due to a bent compression plate and pain after a patient fall. The compression plate was removed and replaced with a competitor plate.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and to report device evaluation results. Product was returned for evaluation on february 19, 2015. Evaluation of the returned device confirmed that the compression plate had bent as stated in the complaint. A dimensional analysis was not performed on the bent section due to damage. Based on device history records review, the product was made to print and correct materials. Product left conforming to print as there was no evidence that states otherwise. Product likely failed due to misuse, by product being put through an overload situation during non-union/delayed union.

Event description:
It was reported that the patient underwent bilateral total hip arthroplasties in 2000. Subsequently, patient underwent a left hip open reduction and internal fixation procedure on (B)(6) 2013 due to a component fracture after a patient fall. A plate and cables were implanted. Patient underwent a left hip revision procedure on (B)(6) 2013 due to a bent compression plate and pain. The compression plate was removed and replaced with a competitor plate.